Event description:
It was intended to use a racer rx renal stent to treat a lesion in the distal right renal artery which had little tortuosity. The device was removed from packaging per the IFU and inspected with no issues noted. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated. It is reported that stent deformation occurred in vivo, after the stent was deployed. The balloon of the device successfully deflated after stent deployment. No patient injury is reported. It is reported that the patient's creatinine level is abnormal. Additional follow up with field personnel described the incident as a strut fracture rather than stent deformation. Image review: there is evidence of some slight calcification present in the distal right renal artery. The stent was deployed in the vessel but it appeared that the stent was conforming to the vessel shape there was no evidence of stent fracture. The target lesion appeared to be resistant to concentric deployment of the stent thus giving a possible irregular stent profile.

Manufacturer narrative:
Evaluation results: patient' condition affected effectiveness of device (difficult lesion morphology). No results available since no evaluation performed (no device returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (difficult lesion morphology). Device not returned (device remains implanted in patient).